Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that a patient underwent a pta (percutaneous transluminal angioplasty) for a calcified lesion in the sfa (superficial femoral artery). The advance 14 lp low profile balloon catheter was advanced from the brachial artery, and the balloon ruptured before applying 8 atm (atmospheres) at the target calcified lesion. There were no reported serious injuries to the patient as a result of the product problem.